Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient had a rash under the therapy electrode pads. The rash was described as red and bumpy. The patient's physician advised the patient to take benadryl for the rash. The patient also applied lotion to the irritation. Follow-up indicated that the rash was improving.